Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing low blood glucose while they were asleep. The customer reported they were woken up by the paramedics. The customer could not recall their blood glucose at the time of their adverse event. It was also found the customer's insulin pump alerted them of their low, but the customer did not hear the alarm. The customer's alarm history showed they had a low blood glucose around 55 mg/dl to 60 mg/dl. Customer also noted threshold suspend alarms in their alarm history. The customer stated they were not taken to the hospital for their blood glucose. Customer was also unsure whether or not they were treated by the paramedics. No additional information provided.